Event description:
Related manufacturing reference number: 2017865-2024-70809. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire had failed to be separated from the left ventricular (lv) leads. Both of the lv leads were not used, and a new lv lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of guidewire unable to separate was confirmed. As received, a complete lead was returned for analysis. A test guidewire insertion found obstruction/restriction at the s-curve region of the lead. Visual and x-ray examination did not find any anomalies at the guidewire obstruction region. Additional analysis was performed, and blood was found inside the inner coil at the guidewire obstruction region of the lead. The cause of the reported event was isolated with clogged blood inside the inner coil.